Event description:
It was reported that during testing, auto pulse system had short battery life (7 minutes), and that gears could be heard while expanding the lifeband; user advisory 16 and 24 were logged. While working with the lifeband using a fresh battery, the gears could be heard. No adverse event reported.

Manufacturer narrative:
Customer refused service. Platform was analyzed and returned without any repairs done. Reported complaint of user advisory 16 (time out moving to take-up position) an user advisory 24 (time our moving to home position), and the grinding noise were verified. These issues are caused by the drivetrain.